Event description:
It was reported that the customer's insulin pump gave a low alarm and another error alarm, and the pump became stuck in the rewind process. The customer treated for low blood glucose by eating lunch. His blood glucose was 112 mg/dl. Programming assistance was provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.